Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 18 mm from the distal end. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the probe received the high load.

Event description:
The subject device was used during an uncertain procedure. Ultrasound output error occurred. The probe of the device was broken and fell off outside the pt. There was no pt injury reported.